Event description:
It was reported that patient experienced a bent cannula leading to occlusion and was hospitalized with high blood glucose and moderate ketones, which were managed with multiple daily injections, pump correction on (B)(6) 2024.

Manufacturer narrative:
Initial 3 of 5. Unomedical hereby submits this initial report as part of its complaint remediation activities conducted under a CAPA 2356421 and CAPA 2566479 in accordance with the FDA action plan, which incorporates (B)(4) (ic retrospective complaint review) and (B)(4) (ic retrospective MDR review). This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. Imdrf cause investigation code: code b24 is not available in database to capture event additional information - this medical device report (MDR)is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. This investigation has been updated because the malfunction code changed soft cannula found bent upon removal from infusion site to soft cannula bent/kinked/crimped after removal - blockage, which requires additional activities not included in the original investigation dated (B)(6) 2025. The original investigation remains valid and has not been modified. As part of this reassessment, the following elements were added to align with current investigation requirements: complaint investigation results: electronic quality management system search: a query was run in the electronic quality management system on 05/jun/2026 against lot number 5398069 and similar malfunction codes: soft cannula found bent upon removal from infusion site, soft cannula found crimped upon removal from infusion site, soft cannula and introducer needle found bent/kinked during insertion, unable to use, soft cannula found kinked upon removal from infusion site, soft cannula bent/kinked/crimped after removal -blockage. The review confirmed that lot 5398069 and the identified failure mode are not associated with any nonconforming reports or corrective and preventive action of the same or similar nature. Similar complaints search: a query was run in the electronic quality management system on 05/jun/2026 against lot number criteria equal 5398069 and similar malfunction codes: soft cannula found bent upon removal from infusion site, soft cannula found crimped upon removal from infusion site, soft cannula and introducer needle found bent/kinked during insertion, unable to use, soft cannula found kinked upon removal from infusion site, soft cannula bent/kinked/crimped after removal -blockage. The number of complaints is 3: the complaints numbers are: complaint (B)(4), complaint (B)(4), complaint (B)(4). Escalate to corrective and preventive action determination for statistical analysis. Device history record review: the lot 5398069 was manufactured according to 4905072 version 100 and manufactured in the machine/line: inset 7, on 20/sep/2022 with a total of (B)(4) units. The device history record review indicated that during outgoing final inspection, one sample failed the flow test. Extended sampling was subsequently performed and met acceptance criteria in accordance with established procedures. Overall, the device history record review confirms that all required process-related tests were completed and met applicable requirements. No deviations were identified, and no maintenance events were recorded related to the complaint code. Conclusion: the device history record review supports compliance with manufacturing and quality requirements, with no issues identified. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. Retain samples testing: retain samples from the relevant lot were requested and previously tested under test report database complaint (B)(4) complaint test report on 12/dec/2022, in accordance with approved procedures: work instruction ¿ guidance for visual testing for complaints area, version 3: all 10 samples tested passed visual inspection. Work instruction ¿ guidance for functional testing for complaints area, version 2: all 10 samples tested passed both the flow test and the leak test for the reported malfunction code soft cannula bent/kinked/crimped after removal - blockage. All test results were within specifications. Conclusion: testing did not confirm the reported issue; no nonconformance identified. Return samples testing: returned sample from the relevant lot was requested; however, the customer confirmed that the sample is not available for return. Conclusion: visual and functional testing could not be performed due to lack of sample availability. Assessment will be based on other available evidence. Corrective and preventive action determination assessment ¿ conclusion summary of complaint investigation: based on the above investigation, further investigation is required, as the following threshold was met: three complaints were identified for the same lot number with a similar malfunction. Statistical analysis result: after assessment of the failure via product trending over time with control charts, the risk has been deemed as within accepted limits. No further action is required. Form-003018 - 1001682. Complaint unconfirmed: following investigation, the reported failure could not be confirmed for this complaint. Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.